Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted in the patient. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Due to a lack of information and the device not being returned, the root cause of the reported event can not be determined. Potential root causes include: user error (unstable construct); incorrect or small-sized screws implanted; poor bone quality of patient; patient experiences a fall or trauma post-surgery; high activity level of patient post-surgery. Device remains implanted in patient.

Event description:
It was reported that an es2 hex straight rod fractured post-operatively. During intra-operative rod adjustment, the surgeon had difficulty attaching and detaching the rod inserter. After much trail and error the inserter was able to forcibly be removed. Intra-operative imaging was performed and found no device issue. However, post-operative imaging revealed the right rod hex (cranial side) was broken. There were no adverse consequences to the patient. Revision surgery has not been scheduled.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an es2 hex straight rod fractured post-operatively. During intra-operative rod adjustment, the surgeon had difficulty attaching and detaching the rod inserter. After much trail and error the inserter was able to forcibly be removed. Intra-operative imaging was performed and found no device issue. However, post-operative imaging revealed the right rod hex (cranial side) was broken. There were no adverse consequences to the patient. Revision surgery has not been scheduled.